Event description:
Customer reported that when the clinician went to give the vaccine, they noticed that some of the vaccine came out of the base of the new needles that they got prior to administration. They reported the needles felt flimsy during administration.